Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery and failed battery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The new battery did not resolve issue. Customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify failed battery test or battery failed alert, unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.